Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the lead, the lead was difficult to position. The lead was removed from the pocket and a kink was found near the lead's tip. The lead was no longer used.